Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021 a patient underwent a explant procedure of their trifecta, tf-21a valve.further information has been requested.

Manufacturer narrative:
Explant was reported due to stenosis. The investigation found that all three leaflets were calcified which restricted the movement of the leaflets. All three leaflets were fibrously thickened. There was circumferential fibrous pannus ingrowth on the inflow surface which extended onto all three leaflets and pannus on the outflow surface on leaflets 2 and 3. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The calcifications noted could have contributed to the reported stenosis.